Event description:
It was reported that balloon became stuck with wire. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use in a severely calcified vessel. During the procedure, it was noted that the device got stuck with the non boston scientific guidewire. The catheter and guidewire was removed as one unit and the guidewire able to be removed from the catheter outside the body. The procedure was completed with another of the same device. No patient complications were reported.